Event description:
Completed medwatch received 9/30/97 from dsd clinical services reporting a possible pt reaction to a first use dry pack dialyzer. The pt presented to the facility offering no unusual complaints. The vital signs were bp 162/70, p 62, t 97.4 pre treatment. During the incident bp 160/80, p60, t96.6. The onset of symptoms began 30 min into the treatment. The pt complained of nausea and vomiting. Benadryl 50 mg IV was administered with relief of symptoms. The dialysis treatment continued, no bloodloss is reported. The pt received the usual prescribed dose of epogen at the end of the treatment. The dialyzer was prepared by priming the lines and dialyzer with 3-400cc of normal saline. The saline prime was dumped prior to the initiation of treatment and the system flushed with an add'l 300cc ns. The remainder of the treatment continued without further problems. The pt completed the full treatment and was discharged to home.